Manufacturer narrative:
A specific root cause could not be identified as the samples were not available for investigation. An issue with elecsys tsh reagent is not likely since the discrepant tsh values were confirmed on a siemens centaur for two of the patients between original draw samples and re-draw samples.

Event description:
The customer stated they were receiving questionable results for tsh. The customer used a cobas 6000. The customer laboratory is referred to as mhb. Of the data for four patients provided by the customer, there was one discrepant result reported outside the laboratory. All results reported in uiu/ml. The patient's initial result from mhb was 3.2. The sample was then tested at a separate facility (adl) using a cobas 6000 with 2 e601 modules, (B)(4), however it is unknown which analyzer produced which result. The result from adl was 3.2. The sample was then tested at a third laboratory (srl) using a siemens centaur which produced a result of 2.42. There were no adverse affects from this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).